Manufacturer narrative:
On (B)(6) 2023 follow up: complained product will not be not available.

Event description:
Brush heads keep falling off of it / cracked - oral-b [device breakage]. Loose in mouth [brush heads] - oral-b [device connection issue]. Consumer via phone stated that the oral-b toothbrush heads keep falling off of the oral-b rechargeable toothbrush. No injury was reported. On (B)(6) 2023: follow-up via phone: consumer was a female. No injury was reported. On (B)(6) 2023: follow up via phone: the suspect product was oral-b power power oral care refills. The concomitant product was oral-b power rechargeable toothbrush handle. No injury was reported.

Event description:
Brush heads keep falling off of it / cracked - oral-b [device breakage] . Loose in mouth [brush heads] - oral-b [device connection issue]. Case narrative: consumer via phone stated that the oral-b toothbrush heads keep falling off of the oral-b rechargeable toothbrush. No injury was reported. 16-may-2023 follow-up via phone: consumer was a female. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.